Event description:
This ra lead was implanted on (B)(6) 2012 and remains implanted at this time. In a product experience report received on 04/11/2018 noise was noted on this lead. Numerous inappropriate atrial tachy response episodes were also found. Maneuvers were performed and noise was reproduced. The rep recommended an x-ray be performed and suggested programming changes. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).